Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the alarms. Customer's blood glucose (bg) ranged from 400-500 mg/dl. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.